Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that their v-pro max sterilizer caught fire. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the v-pro max sterilizer; however, due to the damage sustained, was unable to determine the cause of the reported event. The unit subject of the reported event was permanently removed from service. The user facility received a replacement unit. No additional issues have been reported.